Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer reported a sensor adhesion defect. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. Complaints for catalog reported have been received. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is confirmed for sensor adhesion based on photo received. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) no. (B)(4) was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that bd bactec¿ plus anaerobic/f culture vials (plastic) obtained false positive results from a physical defect. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about sensor adhesion. According to the customer's report, a positive result was given in 1 out of 4 bottles after 30 minutes of cultivation. As the customer checked the bottom of the bottle, it looked as though blood flowed into the sensor at the bottom. No bacterial growth was found in the subculture, and there is no background that the patient has any health problems.